Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue and noted that the reported issue had been caused by user error. The end user pulled the power cord out too fast. The fse repaired the retractor assembly then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) power cord would not retract. There was no patient involvement.